Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced palpitations. Upon review of the session records, the device exhibited auto mode episodes due to far r-wave oversensing. The physician reprogrammed the device. The patient was stable.